Manufacturer narrative:
Investigation summary: no physical samples were not received for testing and evaluation; one photo was submitted for evaluation of this incident. The photo displayed a needle cover, retracted needle with attached 18ga catheter/assembly and opened package. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion(s): based on the evaluation of the submitted photo, the defect catheter tip integrity was confirmed with the catheter tip bent. The catheter tubing tip bent exposing a slit/cut is a characteristic of a needle spear through the catheter tubing wall. Although the defect catheter tip integrity was confirmed with the photo, the root cause is indeterminate. The photo provided adequate evidence to identify the cause to be related to needle spearing through the catheter tubing wall. Without the actual sample for evaluation and testing there was no physical mechanical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It has been reported that one 18g x 1.16in (1.3 x 30 mm) insyte autoguard has been found with a damaged catheter tip before use. The following has been provided by the initial reporter: the catheter is uncovered and it is observed that it is damaged.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 18g x 1.16in (1.3 x 30 mm) insyte autoguard has been found with a damaged catheter tip before use. The following has been provided by the initial reporter: the catheter is uncovered and it is observed that it is damaged.